Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient developed a chest wall bleed posterior to the heart on (B)(6) 2020. The patient's symptoms included low flow alarms, a decreased level of consciousness, high pulsatility index, and shortness of breath. A sternotomy at the patient¿s bedside was performed with evacuation of the bleeding/clot; however, the patient ultimately expired due to cardiac tamponade on (B)(6) 2020. The submitted log files collectively contained data from (B)(6) 2020 through (B)(6) 2020 and found that the pump operated at the set speed without issue during support. Two transient low flow alarms were captured on (B)(6) 2020, and one sustained low flow alarm, lasting approximately 1 hour, was captured on (B)(6) 2020. Despite the low flow conditions during the reported event, the system appeared to be operating as intended and there were no other notable alarms active in the log files. Heartmate 3 lvas, serial number (B)(6), was explanted, but reportedly will not be returned for evaluation. It was reported that the device was operating as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07oct2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to cardiac tamponade. The patient developed a late chest wall bleed and had cardiac tamponade. The bleed was in the chest posterior to the patient's heart. The patient had a sternotomy at bedside with evacuation of the bleeding/clot. The patient had no symptoms of tamponade when the md rounded that morning. The pump was working as intended. The patient had low flow events reported.